Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The apex monorail 15mm x 2.00mm was selected to treat the target lesion and upon the first inflation at 14 atms a balloon rupture occurred. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status is listed as 'good'.

Manufacturer narrative:
Eighteen years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).